Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and insulin flow blocked alarm during basal. The customer had not reported the symptoms and treatment. Customer's blood glucose level was unknown. Customer declined to troubleshoot for high readings. Customer states that pump has alarmed insulin flow blocked. The customer was assisted with troubleshoot for insulin flow blocked alarm and customer reports event was resolved by changing complete set. Assisted customer in performing a 5.0u fill cannula. Customer reports insulin exits the tubing. Customer states that there was a strong smell of insulin the reservoir compartment and air bubble in the line on the second day causing high blood glucose. The insulin pump will not be returned for analysis.